Event description:
It was reported that on an unspecified date, the patient underwent a stenting procedure and a 2.5 x 8 mm promus stent was implanted in the mid left anterior descending artery. On (B)(6) 2011, angiography was performed, which revealed stenosis at the target lesion. The patient underwent revascularization. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial MDR, the date of the index procedure was provided as (B)(6) 2010. Additionally, this event is a duplicate of viper (B)(4). Review of the procedure notes received for viper (B)(4) provides the additional information: it was reported that on (B)(6) 2010, the patient underwent a stenting procedure with a 2.5 x 8 mm promus stent implanted in the mid left anterior descending artery. A nuclear stress test performed in (b)(56) 2011 noted a fixed apical myocardial infarction with apical kinesia and ejection fraction of about 45%. On (B)(6) 2011, the patient was re-hospitalized with complaints of chest pain, shortness of breath and nausea. Nitroglycerin, aspirin, morphine and oxygen were administered. Electrocardiogram performed on (B)(6) 2011 noted no st elevation or depression and cardiac enzymes performed on (B)(6) 2011 and (B)(6) 2011 were within normal limits. Angiography performed on (B)(6) 2011 noted diffuse mid left anterior descending artery in-stent restenosis of 80%. Revascularization was performed with balloon dilatation using a non-abbott dilatation catheter. Stenosis was reduced from 80% to 30%. No additional information has been provided.

Manufacturer narrative:
(B)(4). Date of event has been estimated based on new information received which stated an apical myocardial infarction was noted on (B)(6) 2011. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, restenosis, nausea, dyspnea and myocardial infarction, as listed in the promus instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.